Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 439 mg/dl. The customer experienced symptoms like stomach upset. The customer treated with insulin pump. The drive support cap was normal. Customer declined high pressure test. The insulin pump will not be returned for analysis.